Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock impedances greater than 125 ohms were detected on this right ventricular lead. The patient was brought in for a follow up appointment, and it was noted the shock impedance levels were back down to 120 ohms, however, have been trending high for some time. No additional testing or remedial action was performed, and the physician will continue to monitor the lead in the near future. No adverse patient effects were reported.

Event description:
Additional information was received that a week after the follow up appointment when within range shock impedance levels were noted, an alert was once again detected for shock impedances greater than 125. No adverse patient effects or remedial action was reported.

Event description:
Additional information was received that this is a device related issue and not a lead issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
The implantable cardioverter defibrillator (ICD) was explanted several years later for an unrelated issue reported in 2124215-2018-00573.